Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed an inner insulation breached metal ion oxidation (mio). It was noted that all conductors had blood/body fluid (not obstructed), the outer insulation had cosmetic mio, and cosmetic environmental stress cracking (esc), the outer insulation was torn and had cosmetic depression, and had blood in/on the helix/lobe mechanism.

Event description:
It was reported that the atrial lead had malfunctioned. Follow-up was conducted and from the information obtained it was reported that there was poor pacing and sensing on the atrial lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.